Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 4 years after the dental implant was installed in intraoral region #3, it was verified its fracture.